Manufacturer narrative:
Weight- unk, race- unk, ethnicity- unk, this product is not marketed in the us. Work order search: no similar complaint type(s) were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 -8.00/2.50/092 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a shorter length lens due to elevated iop (22mmhg) without pupil block and angle closure(assessed on (B)(6) 2021) and excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight- unk, race- unk, ethnicity- unk, this product is not marketed in the us. Work order search: no similar complaint type(s) were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 -8.00/2.50/092 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a shorter length lens due to elevated iop (22mmhg) without pupil block and angle closure(assessed on (B)(6) 2021) and excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.